Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-09839. (B)(6). It was reported that in-stent restenosis and chest pain occurred. In (B)(6) 2012, the patient presented due to unstable angina and myocardial infarction. Cardiac catheterization was recommended and subsequently, index procedure was performed. The target lesion was located in the mid left anterior descending (lad) with 99% restenosis of bms and was 14 mm long with a reference vessel diameter of 2.25 mm. The target lesion was treated with direct stent placement using a 2.25 x 16 mm promus element plus stent with 0% residual stenosis. The following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient experience cardiac chest pain which was then treated with an ion paclitaxel-eluting platinum chromium coronary stent. In (B)(6) 2016, patient presented to the emergency department with complaints of retrosternal chest pain radiating to the neck and to the left upper extremity on exertion. The chest pain was associated with shortness of breath. Subsequently the patient was referred for cardiac catheterization and was hospitalized. On the same day, angiography revealed in-stent restenosis of mid lad (previously placed study stent and ion stent). Five days after, the patient underwent coronary artery bypass graft (CABG) of left internal mammary artery (lima) to mid lad. After three days, the event was considered resolved and the patient was discharged on aspirin and clopidogrel.